Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and was subsequently repositioned. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.